Manufacturer narrative:
Investigation is ongoing.

Event description:
Approximately 1 year post implantation of a 29mm sapien 3 valve, the patient presented with severe stenosis of the valve. In addition, the patient presented with syncope and ejection fraction (ef) had decreased from 55% to approximately 40%. Of note 2 days prior to the scheduled surgery, the patient expired at home. No details were provided. Per report, the patient is on dialysis and presumably this is related to tachyphylaxis as he also rapidly progressed his native valve as.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was provided and it was confirmed that the cause of death is unknown. Upon review of medical records (hospital admission, echo reports), the patient presented after a syncopal episode. The patient felt pressure, dyspnea, blurry vision and a headache. Echo (tee) was performed during admission revealed a bioprosthesis aortic valve with severe aortic stenosis, mean gradient 54mmhg, and leaflet opening severely impaired. There was no overt pannus or thrombus visualized. Recommendation was to re-do valve replacement likely surgical mechanical aortic valve due to rapid failure of the bioprosthesis valve. On a one day post tavr procedure the echo revealed a mean gradient of 13mmhg with a valve area of 2.5cm2. A 1 month follow up echo revealed a mean gradient of 16mmhg with estimated aortic valve area between 1.7 -1.9cm2 suggestive of normal function. An echo performed approximately 8 months post procedure mean systolic gradient of 22mmhg with a valve area of 1.3cm2 with no obvious peri-prosthetic or prosthetic regurgitation. A 1 year and 3 month echo revealed mean av gradient of 28mmhg. An echo performed at 1 year and 7 months revealed a mean gradient of 41mmhg with no significant ai. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. The device was not returned as it remains implanted in the patient. In this case, the cause for the aortic stenosis is unknown; however, it could be related to patient factors and the progression of the pre-existing disease process and comorbidities (end stage renal disease on dialysis) complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.